Event description:
It was reported that the patient discontinued use of the device (date not reported) due to reports of vibration with device use. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.